Event description:
On 08/07/2024, znyo medical received a report that during the preventive maintenance (pm), that the pressure senor had faild the (B)(4) test. No patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the (B)(4) value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).